Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service engineer found that the vacuum nozzle was not evacuating all liquid from the dilution vessel between checks. He replaced the vacuum nozzle and nozzle sipper. He ran precision, calibration, and qc that passed. The investigation is ongoing.

Event description:
There was an allegation of a questionable sodium result from the cobas pro ise analytical unit. The initial result was 155 mmol/l. The repeat result was 143 mmol/l and was believed to be correct.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue.